Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had diagnostic error codes 111b: 35 v supply failed; 1127: check vent: ovp circuit failed; 1118: (post) 5 v supply failed, and 1117: 3.3 v supply failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) went onsite to further investigate the issue. The fse performed pretesting and confirmed the reported issue. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.